Event description:
Boston scientific received information that during the elective procedure to replace this device, the atrial and right ventricular (rv) leads were stuck in the device header. Multiple efforts were made to release the leads without success. A bone cutter was eventually utilized and the leads were able to be freed. The leads were undamaged and were successfully interfaced to the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed labeled longevity calculations, and memory data indicates that all therapy was available at time of explant. There were no allegations against device functionality while implanted. Analysis confirmed that there was a torque wrench tip broken off in the rv ring setscrew and the header had sustained induced damage during the explant procedure. No other adverse events have been reported. This product issue will be updated if additional information is received.